Event description:
It was reported that multiple alarms occurred, starting with alarm 2 and followed by alarm 26, indicating an occlusion issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. Technical support instructed the customer to perform a series of actions, including disconnecting and inspecting the tubing, tightening the t: lock, and delivering boluses. Despite these efforts, the occlusion alarm recurred, prompting further guidance from technical support. Ultimately, the customer successfully completed a bolus and was advised to replace supplies as necessary and resume insulin therapy.